Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The manufacturing documents in place were reviewed, and it was found that each package was inspected for foreign matter by the packaging individual. The risk specification for this product includes the failure mode for the packaging material failing to keep the product sterile and indicates that risk controls are in place to minimize the risk for this type of failure. The device history record for the complaint lot was reviewed, and no nonconformances were found. A search of complaint records showed that there were no other complaints from this lot. The product was not returned. Pictures of the device provided by the customer confirmed the presence of foreign matter. The actual root cause is manufacturing related as evidenced by the photos sent by the customer. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported unidentified foreign matter was observed within the device primary package. The event was observed during incoming product inspection at the distribution center. There are no patient consequences. The device is not available for evaluation. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.